Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the helix of the atrial lead had retracted during the implant procedure. A stylet could not be inserted to reposition the lead. The lead was removed and replaced.